Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. The wear mapping documents indicate worn features on both articulating and non-articulating surfaces. The head and cup appear to show evidence of subluxation of the joint with pronounced edge wear and possible entrainment of some type of debris. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03720-2 / 03721-2).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to aseptic loosening, metallosis around the cup and bone loss.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03720 / 03721).

Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to aseptic loosening, metallosis around the cup and bone loss.